Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed with a link separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d4, h4: lot number, manufacturing date.

Manufacturer narrative:
The additional two proglide devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closures of both calcified common femoral arteries was attempted using proglide devices with 6f sheaths after an interventional coronary grafting and stenting procedure. Reportedly, at the left common femoral artery when the proglide plunger was removed, the link was only on the needle, a link break was observed at the level of the cuff. Another proglide device was used with the same results. A non- abbott device was used to achieve hemostasis. Reportedly, at the right common femoral artery when the proglide plunger was removed the link was only on the needle [link break]. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.